Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/07/2017 with the following findings: during testing, the pump powered on to a blank display screen. During visual inspection of the pump, it was observed that there was moisture observed on the oled flex connector. A test display screen was operated properly. The initial complaint was duplicated. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.